Event description:
Rptr's wife writes, "I have written a number of times for info on porocoat stem and hip implants. My husband underwent several hip surgeries, all which were unsuccessful. On oct 26, 1983 a revision was done, and a porocoat femoral prosthesis was inserted with a snap on 54 mm bicentric head. This always gave pain, and in 1988 the dr agreed to replace the hip. A magnetic resonance image was done, and he agreed to do the surgery for the amount medicare paid (hubert was on disability from the hip). He had to retire from" his job, "because of his hip in 1982 (surgery had been done on 12-14-81 on his hip the first time). A date had not been set up, but we were planning the surgery for about may. On march 31, 1988 I became seriously ill with guillain-barre, and was ill in the intensive care unit for 41 days, in rehabilitation for 6 weeks, and away from home for 3 months. I also had to have a mediastinography and lung biopsy to rule out hodgkins disease. I had sarcoidosis in my lungs this summer. When my health stabilized, and we went back to the dr for my husband's hip surgery, he sent us to a back/orthopedic surgeon for back surgery. After that he refused to do hip surgery. My husband was on crutches, dragging his leg as if it were broken. It is odd but this was five years from his previous surgery. In oct 1983 the pain was much more severe, but the dr said he needed a psychiatrist and refused to see him unless he saw one. Anyone would; from the pain; and having the dr refuse to see him. That is when I began to obtain info. An orthopedic doctor sent us to another facility. "We went to", the facility," and we could not obtain records from" the previous facility. "They were gone, but I kept the notes from the dr at" the previous facility. "The" new "dr stated in his notes hubert had an early design aml stem with a 10.5 mm diameter stem and a bipolar placed (by depuy). X-ray showed the stem appeared to have subsided to a level of about the lesser trochanter and is now (then) ingrown with bone. On 12-27-95, notes from dr: (non-cemented right femoral bipolar endoprothesis. Femoral component noted to contact the medical cortex of the right femur distally. There is lucency about the head of the bipolar component. It appears to be attached to the right ilium via a single screw. After obtaining all of the info on the prosthesis from the FDA, I realized the problem. The stem had grown in crooked (subsided), and this made the hip move out of the socket causing pain and wear; also too small of a stem was used causing one leg to be shorter than the other. (Causing 2 back surgeries). I showed the dr at" the new facility, "the info I had and he stated he could do the socket. I told him that was only half of the problem. The stem being crooked threw it out of position causing the pain and wear. When he realized I knew what the problem was he agreed to do the surgery. He said he had never done a surgery with the bone ingrown (I would think this should have been removed from the beginning) but he agreed to do it. He estimated 9 hours of surgery and very serious, but my husband could not tolerate any further pain. He had been in pain from the very first surgery at "the previous facility," in 1982. The surgery was performed on 12-13-96. The notes state the head and stem had ingrown solidly with bone. There was a large anterior acetabular bone deficiency. This left the iliopsoas tendon in direct contact with the metal of the cup. This could not be avoided. (The surgery was completed in about 3 hrs). My husband came through the surgery, but he is still in pain and uses crutches. I feel that the first dr should have replaced the hip before the five year limit. He was to keep a check on the pt. After that he was finished with my husband. This was not ethical. I felt that the FDA should know that this surgery had been performed. The doctor said this was the first he had done. He would not tell the other doctors who did my husbands first surgery (he was head of orthopaedics). I requested his records and I wanted the prosthesis, and the condition it was in. We could not obtain our records ourselves. We had to sign a paper to have his family dr request his records. There is nothing on the dr's records to tell the condition of the previous prosthesis, nor did we get the prosthesis. I feel this should be reported. If it is a first time procedure: a 64 year old male with a subsided stem too small; ingrown with bone; that had been left in pt for 13 years. Pt had never been without pain from the first surgery. He had many other health problems, but in 1988 he could have had the surgery done. He had always been under the care of an orthopaedic dr. I have many of his records showing all of his problems. I hope his situation will be helpful to someone else. If I can be of any help or give added info I will be glad to help you. My husband is now 66, still in pain; he can walk short distances without his crutches, but his hip has ruined his back (2 back surgeries). I feel he was used as a test pt and was not followed up properly."